Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the programmer and recharger would not communicate with the implant. The patient last charged the ins 3 months prior to the report and turned the ins off because it wasn't helping her. This is also when the patient last had stim due to turning the device off. The patient said she had the same issue 6 months ago and she met with a rep to restart the implant and the rep showed the patient how to start an antenna locate feature. The patient reported losing 50 pounds since having the ins implanted and she felt the ins turned. The patient said the ins felt diagonal and turned inwards. The patient felt one corner of the ins and more tissue in front of the ins. The patient asked if the ins position could affect the connection to charge. No further complications were reported.